Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as a defective photometric lamp. The fse replaced the photometric lamp to resolve the issue. (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of negative results for direct bilirubin, rf (rheumatoid factor), aso (antistreptolysin-o) on their au5800 clinical chemistry analyzer. There was no report change to treatment, injury, or death associated with this event. The customer was unable to provide any patient demographics or patient data.